Manufacturer narrative:
Complaint received on january 30th 2018 provide the event description. Mobi-c implant malpositioned , implant wasted by hospital. It was replaced by another implant. No other information provided. The reporter was contacted several times to retrieve more information about the event without success. The review of the device records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to reported event lack of provided information prevents to determine the root cause of this event root cause : unknown. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : malposition. From description provided on (B)(6) 2018 of the event : two implants were wasted : first fell apart (this first event is the subject of another complaint/report, (B)(4)) and the second implant malpositioned. They were replaced by another implant. No other information provided.